Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/02/2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2017. It was reported that patient used an alternate blood glucose testing site (arm), and that the sensors have not been stored according to manufacture recommendations. No additional event or patient information is available. Labeling indicates: do not use alternative blood glucose site testing (blood from your palm or forearm, etc.) For calibration. Alternative site blood glucose values may be different than those taken from a fingerstick blood glucose value and may not represent the timeliest blood glucose value. Use a blood glucose value taken only from a fingerstick for calibration. Alternative site blood glucose values might affect the dexcom g5 mobile cgm system's accuracy. Also: do: store sensor between 36° f-77° f during its shelf life. Why: storing the sensor incorrectly might cause the sensor glucose readings to be inaccurate. Never store sensors in the freezer. Consequences: if stored outside of 36° f-77° f, your sensor glucose readings may not be accurate, resulting in you missing a severe low or high glucose event.